Event description:
It was reported that the "hospital staff has noted an increase in "dic" disconnects, over the last three(3) months". There was no reported pt injury and/or change in therapy. The involved device(s) are reportedly not available to be returned to the manufacturing facility. Limited info provided.